Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker was oversensing the patient's atrial flutter, and every other beat was blanked. Boston scientific technical services (ts) discussed different programming options, as the device did not have flutter response and the physician thought the patient was having heart failure because of this. The device was re-programmed to ddi mode. The device remains in-service. No additional adverse patient effects were reported.